Event description:
Philips received a complaint by the customer on the v60, indicating that the unit keeps alarming after approximately 3 minutes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to review the significant event log and report any critical errors. The customer reviewed the significant event log and did not report any errors. An approval for onsite service is currently pending.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: +(B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17194.

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went onsite to further investigate the issue. The fse determined that the data acquisition (da) board and solenoids 3 and solenoids 4 were faulty and required replacement. The fse replaced the da board and solenoids 3 and 4 to resolve the issue. The fse replaced the da board and solenoids 3 and 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. H11: updated contact information, contact office entity, and manufacturing site.